Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an "electric cable broken;" this condition had the potential to interrupt delivery. This condition was found in the "med b area." It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken ac power cord was confirmed during product evaluation. The root cause of the reported problem was determined to be broken ac power cord. Additional information: the device has been previously sent into service for the reported condition of "electric cable broken/broken ac cord".